Manufacturer narrative:
Product ID 8731sc, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that there was a kink in the catheter and a disconnection at the pump connector. A dye study and rotor study were performed as well as x-rays and pump logs checked. The catheter connector was replaced and it was noted that the issue was resolved. It was unknown if there were any patient symptoms. Patient status at the time of the report was no injury. The device system delivered gablofen. Additional information has been requested but was not available at the time of this report.